Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation reveals that the reamer is damaged. The angle reamer has nicks around the edge of the distal end of the device, also the inside diameter has marks like circular abrasions probably caused by interaction with the mating device. The most likely cause for the reported failure is wear and tear.

Event description:
It was reported on 06/30/2022 by a facility representative via sems that an ar-9676 and ar-9597-20 reamer device is work from heavy use. This was discovered during a case with no patient harm.